Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/2/2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample it was observed to be intact. No anomalies were observed on it. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker's grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent breast reconstruction revision surgery with two 250cc mentor smooth round moderate plus profile memorygel breast prostheses experienced left sided capsular contracture baker¿s grade iii post procedure. The capsular contracture was diagnosed by a physician along with feelings of right implant looseness. On (B)(6) 2019, the patient underwent bilateral removal and replacement with mentor memorygel breast prostheses. The right prostheses was replaced with 275cc smooth round moderate plus profile memory gel and the left prostheses was replaced with 250cc smooth round moderate plus profile memory gel. Moreover, the patient¿s right-sided device was confirmed to be ruptured during explantation. This medwatch form is for the left breast prosthesis. See # 1645337-2019-16710 for contralateral prosthesis report.